Manufacturer narrative:
(B)(6). F2: foreign - italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient with total hip prosthesis has been identified with metallosis and pseudo-tumor. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). No evaluation of the pictures/x-rays as the reported event is already known. No further ""due diligence"" required as all required information to support the conclusion is available or was already requested. No product was returned for visual examination. This device is intended for treatment. Review of the device history records did not identify any deviations or anomalies during manufacturing. No further investigation required as this issue is known and addressed in previous corrective action (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product data unknown and not returned

Event description:
No further event information available at the time of this report.